Event description:
Add'l info rec'd from MFR 10/14/03: the catalog number for the synvisc (hylan g-f 20) is bom/pk-002306. A lot number was not provided for this report. Genzyme has not previously submitted a medwatch report to cdrh for the events. In 2002, initial info was received from consumer with a history of arthritis, cortisone injections and left knee surgery for a baker's cyst they received one synvisc injection in the left knee. No improvement in knee pain was reported. Subsequently, the pt reported an increase in left knee pain soon after receiving the injection. At time of this report, the left knee pain had returned to the same level of knee pain consumer had prior to receiving synvisc. The pt is scheduled for the second injection of synvisc and the third injection a week later. The pt declined to provide contact info for their health care provider. The consumer reported experinecing pain in their left knee after the second synvisc injection. They also indicated knee ache at night and that the pain has traveled to their other knee. Pt stated that the pain has improved and they are planning on receiving their third injection. At the time of the report, the pt had not yet recovered. Pt was referred to contact their health care provider. The pt declined to provide contact info for their health care provider. The consumer indicated they received their third scheduled synvisc injection in the left knee. They reported their knee pain is continuing. The pt indicated that both knees have numbness, eyes burn, especially in the morning, face is slightly swollen and they have pain in their arms at times. Pt indicated that their knees ache at night, causing them to lose sleep, and their left leg is swollen sometimes from the knee down. Pt was referred to contact health care provider. The pt declined to provide contact info for health care provider. Nine days later, the consumer indicated they continue to have pain and swelling in left knee. The pt has still not notified physician. Pt was referred to contact their health care provider. The pt declined to provide contact info for health care provider. Twenty days later, the consumer indicated they are still experiencing pain and swelling in left knee as well as, pain in arms. The pt stated that the previously reported symptoms of eyes burning and facial swelling have resolved. The pt has still not notified physician. Pt was referred to contact health care provider. The pt declined to provide contact info for health care provider. Five months later, the consumer indicated they continue to experience knee pain and swelling where they received synvisc injections, as well as pain and swelling in their hip and knee where they did not received synvisc. Pt was referred to contact health care provider. The pt declined to provide contact info for health care provider. In august 2003, the consumer called to discuss cortisone injections. They indicated that they have continued to experience the same problems previously reported. Pt was referred to contact health care provider. The pt declined to provide contact info for health care provider.

Event description:
Had 3rd of series of 3 shots to left knee. After 3rd shot, pt had pain in right knee, leg and hip. Pt could not walk for 1 week. Caller states they still have "trouble" with their knee.